Event description:
The patient had a hernia repair with prolene mesh. The patient hadrecurrence; the original mesh was removed and a second repair was doneusing parietex mesh. Approximately one year after the parietex mesh wasimplanted, the pt reported pain around the area of the hernia repair. She had surgery to remove the tacks that appeared to be causing herpain, but the parietex mesh was left in place. Approximately one year later, the patient developed anotherhernia recurrence and returned for surgery. The surgeon noticed a small hole, about a centimeter in diameter, in the center of the mesh with hernia recurrence through this hole. The hernia was reduced and the hole was repaired and another mesh was placed anterior to the abdominal wall to reinforce the repair. The surgeon found no signs of infection around the mesh.